Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter, translated from japanese to english: when I connect the syringe, it pops off and I can't connect. Additional information received from the customer: please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During priming. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? There is no visible damage. Please confirm what substance was being infused during the time of the event? Heparin.

Manufacturer narrative:
Investigation result: two mz1000 samples were received without packaging for investigation; no residual fluid was present and no connecting product was available to aid the investigation. The customer did not provide any lot information but reported that "when the customer connects the syringe, it pops, and they can't connect it." The syringe used was the "terumo corporation 10ml, horizontal no needle, slip, model number ss-10esz". Additional information noted that this was during priming of heparin and no visible damage was present. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd stock products remained secure when connected; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when subjected to leakage testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. In this instance, the connecting product used at the time of the reported bounceback was not returned to assist the investigation, therefore it is not possible to determine if this may have contributed to the customer's experience. A lot number was not provided as part of the investigation; however a review of the laser ID on the components confirmed a possible lot number to be either 24115155 or 24115292. A review of the production records for lot 24115155 and 24115292 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.